Event description:
It was reported that multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level.